Manufacturer narrative:
This event was received by the depuy complaint handling unit on january 10, 2011. Based on the preliminary investigation, on january 12, 2011, depuy directed all distributors to cancel all pending surgeries and discontinue use of the sets until our investigation is completed. On january 14, 2011, depuy directed all distributors to return the instruments to depuy for inspection as part of the investigation. We consider the action taken on january 12, 2011 to be a remedial action requiring a 5 day report under 21 cfr part 803.53(a).

Event description:
The cannula for the drill is not same size at both ends. Drill is grabbing guidewire and advancing not allowing to finish reaming, resulting in the possibility of the guidewire progressing through and penetrating the acetabulum.